Manufacturer narrative:
Upon review, this event was originally reported on report 9617601-2025-02776 on 2025-nov-17 with the incorrect device (model 638bl26, serial # (B)(6)). Report 9617601-2025-02776 was submitted on time with an aware date of 2025-nov-13. The correct device (evolutpr o-29-us, serial # (B)(6)) was included on the current report 9617601-2026-01492. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-envpro-16-us (lot: 0012745068); product type: 0195-heart valves; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of the transcatheter bioprosthetic valve into a patient with severe calcification, during deployment, the valve was under-expanded. After multiple deployment attempts with partial recapture, the valve frame was observed to be folded and bent. The valve was recaptured, withdrawn from the patient, and replaced. It was noted that the issue resulted in a procedural delay.